Event description:
It was reported that, during a procedure, a knocking sound was heard. The laser was put into standby mode and the fiber and blast shield were discarded and replaced. It was noticed that the fiber was broken and separated where the fiber connects to the fiber hub. The procedure was completed with no patient complications.

Manufacturer narrative:
G1: additional e-mail: (B)(6).

Event description:
It was reported that during procedure a knocking sound was heard. The laser was put into standby and the fiber and blast shield were discarded and replaced. It was noticed that the fiber was broken and separated at the portion where the fiber connects to the fiber hub. The procedure was completed with no patient complications.

Manufacturer narrative:
G1 additional e-mail: (B)(6).